Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring and other: depression, bloating, pelvic pressure, low back pain. It was reported that on (B)(6) 2010 the patient underwent an additional mesh implant as well as removal of eroded mesh due to mesh erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent pelvic organ prolapse and urinary frequency.

Event description:
It was reported that following insertion the patient experienced recurrent pelvic organ prolapse and urinary frequency.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. Another gynecological procedure on (B)(6) 2010 and a different mesh were used. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05982. The same patient is represented in each medwatch.